Event description:
Per the clinic, the patient experienced no sound with the device use. Subsequently, it was reported that open circuits were noted on all electrodes, with no impedance. Hardware exchange, troubleshooting and reprogramming attempts were made; however, the issue could not be resolved. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report.